Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked over the cystic duct and would not come off. The doctor clipped around the device and removed it when the gallbladder was removed. Another device was used to complete the procedure. There was no adverse consequence to the patient.